Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 50 mg/dl. Customer was treated with food and glucose tablet. Customer had blood glucose level of 327 mg/dl. Customer was alleging insulin pump for over delivering because customers blood glucose level was dropping. Customer stated that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.